Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 22-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine 5.0mg/ml; 0.5mg/day in an implantable pump for non-malignant pain. During pump replacement on (B)(6) 2018, the hcp was unable to aspirate the catheter via catheter access port (cap). So, the catheter was also replaced. The manufacturer representative was requesting programming safety check post pump and catheter replacement. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. The reason for the pump replacement was the patient had to have the catheter revised, so decided to have the pump replaced also. The catheter was either occluded or perforated. There was no manufacturing defect, the catheter was located directly above the refill port. The hcp determined that perhaps the catheter was pierced during a refill. The patient¿s weight was asked but was unknown. The pump and catheter will not be returned.

Manufacturer narrative:
Correction/ update: added device codes related to catheter. If information is provided in the future, a supplemental report will be issued.